Manufacturer narrative:
Visual inspection of the dark substance under magnification noted that the substance appeared to be dried body fluid. Based on device settings, a longevity calculation was performed and found to be within expected limits.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported during a device change-out procedure for normal eri, a dark substance was observed at the tip of the device header. The device was replaced as planned.